Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a speedband was used a during an esophageal variceal ligation procedure in the esophagus on (B)(6) 2012. According to the complaint, during the procedure, the physician wanted to release the first band; however two bands released causing one of the bands fell into the patient. The procedure was completed with another speedband. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a speedband was used a during an esophageal variceal ligation procedure in the esophagus on (B)(6) 2012. According to the complaint, during the procedure, the physician wanted to release the first band; however two bands released causing one of the bands fell into the patient. The procedure was completed with another speedband. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. Residue, present on the device, likely indicates that the device was used. The ligator head returned with five bands; one white and four blue bands were present and all were found to be in their proper positions. No damage to the teeth of the ligator head was visible. Further analysis revealed that the tripwire returned tightly wound around the spool, however, there was no visible evidence to suggest that the tripwire had been cinched into the handle assembly slot. Additionally, the suture, which returned attached to the tripwire loop, was found to be broken. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation confirmed that the ligator head returned with five bands present. Furthermore, there was no visible evidence to suggest that the tripwire had ever been secured into the handle assembly slot. The speedband superview super 7 multiple band ligator directions for use (dfu) document notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. This event likely occurred as a result of the tripwire not being secured into the handle slot; therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.